Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the date was correct, but the time was wrong in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box revealed that the time returned to the default settings after a pump reboot followed by multiple manual time changes. A timekeeping accuracy test was performed and the pump maintained time accurately during a 5 day duration test; however, when the pump was left without power for 1 hour and the pump powered back on, it had returned to the default time and date. Evaluation revealed the internal clock battery on the printed circuit board had failed.